Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high threshold and was unable to be fixed into the target vein. Cardiac tamponade was noted and the patient underwent emergency surgery. A second implant attempt was abandoned and the patient was stable post procedure.

Event description:
New information indicated a pericardiocentesis was performed to resolve the tamponade. The patient was given medication and would be monitored.

Event description:
New information indicated a pericardiocentesis was performed to resolve the tamponade. The patient was given medication and would be monitored.